Event description:
It was reported that the drill tip broke off during the case and was left in the bone. It could not be retrieved. No patient injury reported or significant time delay.

Manufacturer narrative:
The reported q-fix disposable flexible drill, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established based on our visual observations. From the information provided, it was reported that the drill tip broke off during the case and was left in the bone. Visual evaluation of the returned disposable drill shows the product was received broken approximately 1cm from distal tip. Flutes appear to be reversed, indicative of torsional overload. Based on visual observations, customers complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Or (2) levering the drill during use. Excessive force applied to the product or leverage during use can result in product failure or damage to the product.